Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seventeen years post filter deployment, it was alleged that the filter struts perforated through the wall of the inferior vena cava by up to 5 mm. The patient experienced pain in abdominal area; however, the current status of the patient is unknown.